Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump.

Event description:
Patient reported left side rupture and "suspicious lump." Device remains implanted.

Event description:
Patient reported left side rupture and "suspicious lump." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.6., d.1., d.4., g.2., g.4., h.6.